Manufacturer narrative:
Clarification of the patient's medical history was provided. Dm = diabetes mellitus. Ht = hypertension. Af= atrial fibrillation. Pbs was changed to bph = benign prostatic hyperplasia.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause as the sample was not available for further investigation. No adverse events were reported.

Event description:
The user complained about the result for free psa exceeding the result for total (free + complexed) psa - prostate-specific antigen (tpsa) for two samples from one patient. The results from 2009 were a free psa of 0.814 ng/ml and a tpsa of 0.011 ng/ml. The specific date of testing was not provided. The results from (B)(6) 2011 were a free psa of 1.53 ng/ml and a tpsa of 0.050 ng/ml. No adverse effects were alleged regarding the issue. The free psa reagent lot number was 158107. The lot number of the tpsa reagent was not provided.